Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with inflammation, drainage and infection. The patient went to the hospital as he was experiencing swelling and infection on the arm. At the hospital they aspirated and drained the fluids. They performed an x-ray and there was no sensor found. The reaction was treated with oral medication mz-tmp ds tablet (twice a day) and amoxicillin (twice a day). At the time of the report the skin reaction was still swollen. No additional patient or event information is available.